Manufacturer narrative:
On (B)(6) 2018 - it was reported the patient received inappropriate shocks; the lead was abandoned on (B)(6) 2018. The ICD was replaced as well.

Event description:
Ous MDR - after an implantation time of approx. 44 months it was reported, that oversensing episodes were observed during the follow up on the (B)(6) 2018 which were not related to external interference. Previous oversensing episodes could be related to an external source.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The follow-up data from the 08th of february 2018 were investigated. The available iegms, recorded in (B)(6) 2017, showed noise on the rv channel which was oversensed as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.